Event description:
It was reported that foreign matter was discovered in tube prior to use with a bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty tube x1.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for an ink smear as foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and ink smear as foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered in tube prior to use with a bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty tube x1.